Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. During the evaluation of the device at the MFR's service center, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.

Event description:
The MFR received information alleging a ventilator inoperative condition occurred. The device is not in patient use.